Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # unknown. Product: lasso® nav eco variable catheter, us catalog # d134301, lot # 17051379l. Product: webster® cs catheter with ez steer¿ technology, us catalog # bd710df282rts, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure on (B)(6) 2014 with a stockert 70 rf generator and thermocool® smart touch¿ electrophysiology catheter and suffered an atrio-esophageal fistula. The patient¿s medical history is unknown. The patient was admitted to the hospital on (B)(6) 2014 with flu-like symptoms, including a fever of 105°f. Vasopressors were administered and patient was intubated. The patient expired on (B)(6) 2014. The atrio-esophageal fistula was confirmed by an autopsy, the CT scan did not identify it. The investigational analysis has been completed. It was confirmed that the issue was not related to bwi device. Equipment is within specification. No malfunction found on equipment and does not require services. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending meeting. No significant trends have been identified at this time for this device; therefore no CAPA is requested at this time.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure on (B)(6) 2014 with a stockert 70 rf generator and thermocool® smart touch¿ electrophysiology catheter and suffered an atrio-esophageal fistula. The patient¿s medical history is unknown. The patient was admitted to the hospital on (B)(6) 2014 with flu-like symptoms, including a fever of 105°f. Vasopressors were administered and patient was intubated. The patient expired on (B)(6) 2014. The atrio-esophageal fistula was confirmed by an autopsy, the CT scan did not identify it.